Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold. Underweight, red particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Health professional reported right side "swelling, seroma around implants, inflammatory tissue changes, inflammation right shoulder, rupture right breast, pain" and "painful lymphnodes". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "seroma around implants" and "rupture." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "swelling, seroma around implants, inflammatory tissue changes, inflammation right shoulder, rupture right breast, pain" and "painful lymphnodes" device remains implanted.